Event description:
It was reported that the patient had a no external power alarm while the power module was plugged in. The power module and cables were exchanged which resolved the alarms. Interrogation revealed several no external power alarms. The patient was asymptomatic. Log files were submitted for review which captured multiple power_cable_disconnect / low_power_hazard / no_external_power while tethered on power module at around 1:03 am. It appeared the system controller operated on backup battery (ebb) from 1:03 am through 1:07 am (approx. 4 minutes). The events appear to have occurred due to possible user error. The event log also displayed several power_cable_disconnect(s) / low_power_advisory while tethered on batteries from 1:07 am through 1:12 am due to depleted batteries in-use or possible user error. It was noted that the power cable disconnects appeared to be due to user error. The power cable connections from the power module to the outlet were resecured. No product would be returning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the power module was confirmed via the submitted log files. Data from the reported event date of (B)(6) 2025 in the submitted controller event log file was reviewed. On (B)(6) 2025 at 01:03:39 while connected to the power module, the no external power alarm activated due to a loss of power. During this event, the bus voltage was observed to have diminished and fluctuate between to 0-4v, compared to the expected 14.5v. This indicates that the no external power alarms occurred despite the controller being connected to an external power source. The backup battery was able to provide power to the controller during this event. The alarm resolved after the patient connected to batteries. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The power module, serial (B)(6), was not returned for analysis. Additional information provided stated that no equipment was exchanged, and alarm appeared to be due to user error. The cable connection from the power module to the outlet was resecured. Per the additional information provided, the root cause for the reported event was due to a loose power cord of the power module. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. No further information was provided. The manufacturer is closing the file on this event.